Manufacturer narrative:
The investigation is currently on-going. This report will be updated upon receipt of additional information.

Event description:
Additional information indicates that the patient's impanted cardiac resynchronization therapy defibrillator (crt-d) was emitting tones and the patient was evaluated. It was decided by the physician to replace the lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that indicated that the patient underwent an extraction/replacement procedure. The physician identified visible damage to the lead. The lead was replaced with a competitor's product and is not available for return.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited one isolated pace impedance greater than 3,000 ohms. The ventricular channel appears to be clean; however, there were some stored episodes with unsustained ventricular tachycardia (vt) which was attributed to noise. The patient's shock impedances measurements were within normal limits. The patient is not pacemaker dependent. The physician plans to continue to follow this situation and no intervention has been planned at this time. No adverse patient effects were reported. This product remains in-service.